Manufacturer narrative:
This ipg serial number was included in a field advisory. Results - the product was received with instrument burn marks on the can. The ipg did not communicate with the lab programmer. No further product testing was performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-05163. Reference MFR report: 1627487-2011-05164. The patient received his scs system on (B)(6) 2009 with two percutaneous leads (from different lots). It was reported that the pt's system was explanted because he no longer wanted to continue the therapy.